Manufacturer narrative:
One device was received. Per visual inspection, damaged pcb (broken led's and lcd). Loose pieces inside device. The printed circuit board (pcb) was badly damaged, confirming the customer complaint. The cause was impact damage from forcing on the front cover. After the pcb was replaced and the device calibrated it passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a pcb failure. There was no patient involvement and no patient harm/adverse event reported.